Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of neuropathy in a (B)(6) male pt who received corega (super poligrip ultra fresh denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt stated corega. At an unk time after starting corega, the pt experienced neuropathy, numb feet and generalized weakness. This case was assessed as medically serious by gsk. Treatment with corega was continued. At the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2009-00008. Super poligrip ultra fresh denture adhesive cream is manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).